Event description:
Clinical narrative: a 70-year-old female with a history of hypertension and progressive aortic valve stenosis was initially treated at a local clinic for fever and fatigue. Her symptoms worsened despite symptomatic management, and on hospital day 3 she was transferred to hospital a. Laboratory evaluation showed elevated inflammatory and renal markers (c-reactive protein 24 mg/dl, creatinine 4.56 mg/dl), elevated creatine kinase (697 u/l), and positive troponin t. Coronary angiography revealed no significant coronary artery stenosis. She was diagnosed with acute myocarditis with acute kidney injury, underwent myocardial biopsy, and was supported with an intra-aortic balloon pump (iabp). Continuous renal replacement therapy (crrt) was initiated. On hospital day 6, biopsy confirmed lymphocytic fulminant myocarditis, and methylprednisolone pulse therapy was started. On the same day, iabp support was transitioned to an impella cp device. Complete atrioventricular block developed, and a temporary pacemaker was placed. Despite these interventions, her hemodynamic status deteriorated, and extracorporeal membrane oxygenation (ECMO) was initiated on hospital day 9. The patient was transferred to the reporting hospital on hospital day 13. After transfer, bleeding was noted from catheter access sites. The impella purge solution was changed from heparin to sodium bicarbonate. Thrombocytopenia developed, raising concern for heparin-induced thrombocytopenia (hit), and heparin was discontinued. Anticoagulation was transitioned to nafamostat mesylate and argatroban. ECMO was discontinued on hospital day 14, the temporary pacemaker was removed, and the impella cp was removed on day 15. Hit antibody testing later returned positive. Crrt was discontinued, intermittent dialysis was initiated, and the patient was eventually discharged from the ICU on hospital day 22. By hospital day 28, cardiac function had recovered; however, anuria persisted, and intermittent dialysis continued before transfer back to hospital a. Throughout the ICU course, the patient experienced bleeding complications including access-site bleeding, ECMO sheath site bleeding, and a mild retroperitoneal hematoma, in the context of prolonged mechanical circulatory support (ecpella), systemic anticoagulation, and renal replacement therapy. Coagulation management was guided by serial viscoelastic testing (teg-6s), which demonstrated varying patterns of intrinsic and extrinsic coagulation abnormalities and heparin effect over time. These findings prompted targeted interventions including transfusion of fresh frozen plasma and platelet concentrates, temporary discontinuation or reduction of heparin, and alternative anticoagulant strategies. Despite these bleeding challenges, no fatal hemorrhagic or thrombotic complications occurred. The reported major bleed requiring blood transfusion and hemostasis is consistent with anticoagulation-associated hemorrhagic complications in the setting of prolonged mechanical circulatory support with impella and ECMO, including shear-stress¿related acquired von willebrand factor dysfunction and dynamic coagulation abnormalities that necessitated individualized transfusion and anticoagulation adjustments guided by viscoelastic testing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70-year-old woman with a history of aortic valve stenosis (noted three years prior and progressively worsening) underwent aortic valve replacement via a small thoracotomy. Preoperative coagulation studies were normal. During surgery, she developed low cardiac output state due to coronary artery ischemia and was returned to the intensive care unit (ICU) on intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO) support. Immediately after surgery, she experienced a marked increase in pulmonary artery pressure and pulmonary congestion. Continuous hemodiafiltration (chdf) was initiated for fluid removal, but there was little improvement, and ecpella (combined ECMO and impella support) was introduced to drain blood from the left ventricle. Unfractionated heparin was administered with a target activated clotting time (act) = 180 seconds, but bleeding symptoms and prolonged activated partial thromboplastin time (aptt) were observed on postoperative days 2, 9, and 16. Serial teg-6s (thromboelastography) tests revealed different coagulation abnormalities at these time points, including intrinsic and extrinsic coagulation disorders and heparin excess effects. Management included transfusion of fresh frozen plasma (ffp) and platelet concentrates, discontinuation or reduction of heparin, and further transfusions as indicated. In patients supported with impella, qualitative abnormalities of von willebrand factor (vwf) due to shear stress within the pump can contribute to a bleeding tendency. Standard coagulation tests such as act and aptt may not fully capture these hemostatic changes. The teg-6s test provided functional assessment of heparin effect and overall coagulation status and was useful in guiding management when standard tests were insufficient. The major bleed requiring blood transfusion and hemostasis is consistent with anticoagulation-associated hemorrhagic complications in the setting of prolonged mechanical circulatory support with impella and ECMO, including shear-stress¿related acquired von willebrand factor dysfunction and dynamic coagulation abnormalities that necessitated individualized transfusion and anticoagulation adjustments guided by viscoelastic testing.

Manufacturer narrative:
An update was identified and completed to assign the unknown product code as ¿unk_pump¿ reflected in d4 (catalog number). Note: other product-specific details remain unknown. In addition, the clinical narrative was corrected captured to b5 (event description) and complaint coding was revised to more accurately reflect the reported event details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. Additionally, the necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a product history review inspection. The cause(s) of the reported bleeding could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.